Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contributed to the patient's death. Zimmer considers this investigation closed.

Event description:
It is now reported that the patient's death was not related to the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient passed away approximately eight months following knee arthroplasty. Cause of death is unknown.